Event description:
The customer states that one pt sample generated a non-reactive result with the architect hbsag assay. The same sample generated a reactive result with another methodology. There is no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. A final report will be issued at the conclusion of an investigation.